Event description:
Material #: 309653, batch#: unknown. It was reported by customer that pharmacy noticed that a certain lot of the bd# 309653 did not have scale markings on them. As their supply chain team began inspecting this product number and lot across the division, they then noticed that bd# 309620 of a certain lot also did not have scale markings verbatim: complaint received via email(s) attached. Pharmacy noticed that a certain lot of the bd# 309653 did not have scale markings on them. As their supply chain team began inspecting this product number and lot across the division, they then noticed that bd# 309620 of a certain lot also did not have scale markings.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received. Material #: 309653; batch#: unknown. It was reported by customer that pharmacy noticed that a certain lot of the bd# 309653 did not have scale markings on them. As their supply chain team began inspecting this product number and lot across the division, they then noticed that bd# 309620 of a certain lot also did not have scale markings verbatim: complaint received via email(s) attached. Pharmacy noticed that a certain lot of the bd# 309653 did not have scale markings on them. As their supply chain team began inspecting this product number and lot across the division, they then noticed that bd# 309620 of a certain lot also did not have scale markings

Manufacturer narrative:
Pr (B)(4) follow up: it was reported certain syringes did not have scale markings on them. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows eight syringes in their packaging blisters. Two have a visible syringe barrel scale graduation. For the remaining six samples, the syringe barrel scale graduation is not visible. No other defects or imperfections were observed. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.